Manufacturer narrative:
To whom it may concern: on (B)(6) 2019, balt USA received a complaint regarding the use of a single optima coil (3.5mm x 6cm complex super soft coil). Details reported as follows: "migration of coil after deployment and detachment." The results of our investigation following return of the affected device, are summarized as follows: an evaluation of the actual complaint sample could not be performed device was reported unavailable. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. The lot number was not provided therefore; a review of the lot history records could not be performed.

Event description:
It was reported that: "migration of coil after deployment and detachment".